Event description:
The device was used during a lobectomy. Reportedly, the device fired but could not be released off tissue. The surgeon was able to release the instrument manually thus requiring additional tissue resection.